Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate an implanted device. Another programmer interrogated the device successfully. It was recommended that the caller try a different radiofrequency head with the programmer, or return it for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.